Event description:
Boston scientific received information that during the implant procedure it was not possible to extend the helix of this right atrial (ra) lead after thirty turns. It was also alleged that this ra lead dislodged two days post implant. The lead was explanted and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.